Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
Customer cancelled call, repaired system. This MDR is related to ge healthcare complaint number.